Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4). Is submitting the report on behalf of berlin heart gmbh(manufacturer). During initial visual examination of the returned blood pump, an air cushion was detected between the air-side and middle membrane layer. The blood pump was then tested for functional performance where it did not meet its required performance. For further investigation, the pump was submitted for an external CT examination. In between the air-side and middle layer, an air cushion was detected. Between the layers, particles were visible. The pump was then disassembled and the membrane layers were individually tested. A leak was detected in the air-side layer of the triple-layer membrane, located at the edge region. Graphite agglomerates were detected between the membrane layers. The blood-side layer and the middle layer of the triple layer membrane were found to be intact. The thickness of the individual membrane layers of the returned blood pump was re-measured at fixed points. At the time of investigation, the thickness of the individual layers at all the fixed locations was found to be within specification. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 (20 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned pump is indicative of a defect in the air-side layer. A detailed investigation of the returned pump is currently ongoing.

Event description:
Berlin heart (B)(4) was informed by the (B)(4) distributor of a suspected membrane defect in the left excor blood pump of a patient supported in the bivad configuration. A video was provided of the blood pump at the time of the incident showing that the membrane did not lie in its correct position during systole. Upon evaluation of the video material, berlin heart ca personnel recommended an immediate exchange of the blood pump. The affected blood pump was exchanged by trained personnel at the clinic. The replacement of the blood pump was without complications and the patient in doing well.